Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported multiple error codes which was not reproduced. Review of the event history log revealed an occurrence of system error 322 (link switch error (low)). The cause was determined to be that the link switch was out of adjustment. The link switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had multiple unspecified error codes. There was no known patient injury or medical intervention associated with this event. No additional information is available.